Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the sureform 60 stapler instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A system log report review was performed. Per the review, the following was confirmed: the sleeve gastrectomy procedure took place on (B)(6) 2022 via system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system error(s): /22020/installed sureform 60 failed to engage on usm2 (roll axis hardstop check failed). Images associated with this reported event were not submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion after engagement. Unintuitive motion could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the nurse called intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that after engagement a sureform 60 stapler instrument in universal surgical manipulator (usm) 2 had non intuitive motion. Prior to calling, the nurse replaced the instrument and the issue resolved. Multiple 22020 errors were confirmed in the logs. The tse recommended that the customer return material authorize (RMA) the failed sureform 60 stapler instrument. The procedure went on and completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.